Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned. A complaint database search found that a design modification to change the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in december 2012 via (B)(4) to reduce incidence of instrument failure. A search of the complaint database against product code 966520 did not find any reports of fracture manufactured after the december 2012 design modification. The investigation could not draw any conclusions about the current reported event based on the lack of the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: update february 9, 2016: received complaint sample device. Examination of the returned device confirmed fracture at the square-to-circular (.183 dimension) cross-section changes of the distal end of the external rod sub-component. The overall condition of the instrument indicates heavy usage and impactions over time. A design modification to change to the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in december 2012 via (B)(4) to reduce incidence of instrument failure. A search of the complaint database against product code 966520 did not find any reports of fracture manufactured after the december 2012 design modification. Although the submitted sp2 universal handle was manufactured prior to the design modification, it has been subjected to heavy usage and the root cause is attributed to normal use and servicing. The submitted sp2 universal handle was manufactured prior to the design modification in december of 2012 and the need for corrective action is not indicated. Monitor for reported events of fracture for sp2 universal handles manufactured after december 2012. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation.the investigation has been reopened due to receiving product. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impaction/extraction end of universal handle has broken off. This case has been reported by the loan kit technician during loan kit inspection.